Manufacturer narrative:
(B)(4).

Event description:
Patient received one inappropriate shock for apparent rv lead noise. Home monitoring reports show episodes with noise present. Representative reported follow-up was done 6/2/18, all testing was within normal range. Multiple at episodes recorded on device also show apparent noise. X-ray was taken and shows lead fracture as reported by representative. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.